Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6: code b20: the device remains implanted and therefore not available for direct analysis. H.6.: code a0101: used to capture significant common iliac artery calcification. H.6.: code d12: : according to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and or require intervention, include, but are not limited to: endoleaks, perforation, or ruptures of the aortic vessel and surrounding vasculature. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of the left internal iliac artery aneurysm and the left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and a gore® molding & occlusion balloon catheter (mob). After embolization of the left internal iliac artery, the contralateral leg endoprosthesis was placed in the left common iliac artery by using up-side-down technique. The final angiography confirmed a proximal type I endoleak, so the balloon touch-up was performed. During the balloon touch-up, the left common iliac artery was injured. The patient blood pressure dropped. As a treatment, an additional stent graft was implanted from the proximal side of the aortic bifurcation to the left common iliac artery. The procedure was completed after confirming hemostasis. It was reported that the common iliac artery calcification was significant. The physician admitted that the ballooning was too strong.